Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the right atrial (ra) lead exhibited high thresholds. It was further reported that the ra lead capture was unable to be confirmed resulting in ventricular safety pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.